Manufacturer narrative:
This report is submitted on april 19, 2021.

Event description:
Per the clinic, the patient experienced pain following an MRI (1.5t) (specific date not reported). The patient underwent exploratory surgery (the skin was opened) to confirm magnet placement. 2 months following the MRI, the patient developed an infection at the incision site (from the exploratory surgery) and was treated with oral and topical antibiotics, and topical steroid ointment. The implanted device remains.